Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a pump was alarming no disposable, pump won't run, not detecting the cassette, when a smiths medical, cadd medication cassette was attached and had 72.1 ml remaining. The end user switched the cassette over to a back up pump and had no further issues with the alarm as pump passed the self-test. No adverse patient effects were reported. No additional information is available at this time.